Manufacturer narrative:
Suspect device is the strips: cat/3116247.

Event description:
Pt reportedly tested 3.2 inr on the coaguchek and 5.47 inr on a comparison lab. No action was taken based on device results as comparison performed during study. No adverse event reported. Requested return of suspect device and replacement was sent. Coaguchek test system: strip lot 443a, 4/30/08. Comparison performed in a medical facility.